Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt fell after overstimulation during a reprogramming session. Specifically, she was doing fine up until about 20 minutes into the session when the pt went from no stimulation to extreme overstimulation and then fell and "kind of froze" until the device was able to be shut off. The pt programmer was being sent back for analysis, as of the date of the report it had not been received. It was also noted that the pt had a procedure scheduled for early (B) (6) to explant and replace the system and send the old system back for analysis.